Event description:
It was reported by service report that the hospital's engineering department performed an electrical check and found that the ground impedance was over 104 mohms; the ground straps were loose. No patient involvement or adverse consequences are reported.